Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient's implantable pulse generator (ipg) reset and was causing the patient to feel fatigued. Follow-up with the patient's clinic indicated that the patient has not been seen since prior to the reported incident. The ipg remains in use. No further patient complications have been reported as a result of this event.